Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient confirmed that the alleged meter inaccuracy began on (B)(6) 2018 at 8.30 pm when she obtained an alleged inaccurate blood glucose reading of ¿127 mg/dl¿ with the subject meter. The patient also mentioned that on unspecified occasions, she obtained inaccurate blood glucose readings of ¿150 and 109 mg/dl¿, ¿221, 145 and 116 mg/dl¿, ¿357, 95, 124 and 149 mg/dl¿ and ¿405 and 125 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages her diabetes with oral medication (metformin tablets 500 mg twice a day). Following the advice of her doctor to take metformin 500 mg if her blood glucose is above 120 mg/dl, the patient confirmed to take 1 tablet of metformin, at 8:35 pm on (B)(6) 2018, in response to the alleged inaccurate high blood result of ¿127 mg/dl¿. The patient reported that 20-30 minutes later, she developed symptoms of feeling ¿dizzy, cannot hold the head up, off balanced, slurring¿ and she "had to lay down". The patient confirmed to check her blood glucose level at the onset of the symptoms and to obtain a reading of ¿112 mg/dl¿ with the subject meter. Despite the reading obtained, the patient self-treated with 2 tablespoons of "butter maple pancake syrup" at 9:05 pm. The patient stated to feel better afterwards, at 9:30 pm. During troubleshooting, the csr documented that the unit of measure was set correctly on the subject meter and an approved sample site had been used to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products have been sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.